Event description:
On 12/22/2000, co learned that the cooley double velour (cdv) graft was explanted in 2000 (exact date unknown) and was replaced with a hemashield graft. When the cdv was explanted, a laceration was found on the graft. The laceration originated from about 1cm above the distal anastomotic site to the proximal and was measured to be 7-8cm in length.

Event description:
The dr claims that the graft was implanted 20 years ago in 1980, as an iliac-femoral bypass graft. In 2000, the graft was reported to be dilated at the right femoral artery. The dilatation area of the graft was 3-4cm in diameter and 5cm in length. The pt was doing well in 2000. The graft was to be explanted in 2000. In 2000, the co learned that the graft is scheduled to be explanted and replaced with a hemashield graft in 2000. The pt was doing well in 2000.